Event description:
The nurse reported the multifocal intraocular lens was removed and replaced without complication due to the patient's displeasure with the vision, halos and glare, she was experiencing. Reporter stated there was nothing physically wrong with the lens. In follow-up with the account, it was learned the explanted lens was replaced with a monofocal lens of the same diopter.

Manufacturer narrative:
The intraocular lens was received for analysis and inspected under illuminated 10x magnification. Results showed an iol cut in half across the haptic with one detached haptic. Damage to the lens occurred during the explant procedure and is not related to the event. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. There was no report of patient injury received. The manufacturer will continue to monitor and trend all reports received.

Manufacturer narrative:
Manufacturing records were reviewed, no product deficiency was identified, documentation shows that the production order was manufactured according to specifications.

Manufacturer narrative:
No product deficiency was identified, documentation shows that the production order was manufactured according to specifications. Possible side effects of multifocal lens implant do to halos and glare are known and labeled possible side effect.